Event description:
Dealer states that during service of unit, which allegedly stopped working after hitting a bump, controller allegedly started to smoke and sizzle. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer contacted the dealer for service after his power chair hit a bump. The dealer went to the consumer's home to check the cables to ensure everything was plugged in properly. The dealer unplugged the controller and when it was plugged back in the controller stared to smoke and sizzle. A tech has replaced the controller and wiring harness. The component is being returned for an evaluation.